Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified a shaft break approximately 25cm from the catheter tip. Stretching was evident at the break site. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states 'draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; to make certain that all air is removed from the balloon, repeat step. Close the stopcock to the balloon; remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the protective sheath off the balloon;' the complaint that the user did not deflate the balloon prior to removing the balloon protector. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon catheter detached. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A spcb flextome mr- 4.00mm/1.5cm/140cm was selected to treat the target lesion. During unpacking, when the physician removed the balloon protector, the distal end of the device and shaft came off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon catheter detached. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A spcb flextome mr- 4.00mm/1.5cm/140cm was selected to treat the target lesion. During unpacking, when the physician removed the balloon protector, the distal end of the device and shaft came off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).